Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink system microbore catheter extension set in which a leak was detected. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.